Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing and muscle stimulation was observed. Programming changes were performed. The patient was in stable condition.